Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse would have possibly prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was concluded that the damage to the device was a result of shocking into a shorted lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) high out of range shock and pacing impedance measurements and high capture thresholds. Technical services (ts) provided a review of latitude and noted a stored episode where the patient received one inappropriate shock due to oversensing of noisy signals, during this episode the shock impedance measurement was low out of range. Ts recommended a replacement of both the implantable cardioverter defibrillator (ICD) and the rv lead. Subsequently this ICD and the rv lead were explanted and successfully replaced. An rv lead fracture was suspected. No additional adverse patient effects were reported. This ICD was received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) high out of range shock and pacing impedance measurements and high capture thresholds. Technical services (ts) provided a review of latitude and noted a stored episode where the patient received one inappropriate shock due to oversensing of noisy signals, during this episode the shock impedance measurement was low out of range. Ts recommended a replacement of both the implantable cardioverter defibrillator (ICD) and the rv lead. Subsequently this ICD and the rv lead were explanted and successfully replaced. An rv lead fracture was suspected. No additional adverse patient effects were reported. This ICD was received and is pending analysis.